Event description:
It was reported to minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported change sensor alert, sensor updating alert, calibration not accepted alert. Blood glucose value at the time of event was 48 mg/dl. The customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion), hypoglycemia with glucose/carb intake. The event involved product(s) mmt-1884, unomedical, mmt-7040b, unk_reservoir. Troubleshooting was performed for sensor alerts. Sensor will be replaced. Troubleshooting was not performed for hyperglycemia and hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-7040b. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.